Manufacturer narrative:
There is insufficient information to preform a product investigation.

Event description:
String snapped...taken 25 minutes to remove [foreign body in reproductive tract]. Upon trying to remove my tampax the string snapped [complication of device removal]. The string snapped [device breakage]. Painful-vagina [vulvovaginal pain]. Uncomfortable-vagina [vulvovaginal discomfort]. Tampons painful-vagina [medical device site pain]. Tampons uncomfortable-vagina [medical device site discomfort]. Consumer reported via email that while removing the tampon the string snapped. It took 25 minutes to remove the remaining tampon. No serious injury was reported.